Event description:
A us distributor contacted zoll to report that a pt passed away on (B)(6) 2014. Prior to passing, the pt received a defibrillation shock. The lifevest detected an arrhythmia at 15:25:30. The pt's ECG strips show asystole. The defibrillation pulse was delivered at 15:27:11. The rhythm at the time of treatment was asystole. The post shock rhythm was bradycardia. Oversensing of small artifact contributed to the false detection. The electrode belt was disconnected at 15:28:25. The pt was reported to be unconscious at a skilled nursing facility at the time of treatment. The response buttons were not pressed during the entire event. The pt passed away that day.

Manufacturer narrative:
Device eval of monitor (B)(4) is complete. As received, the monitor was fully functional and able to detect and treat a pt. Electrode belt sn (B)(4) has not yet been returned to the MFR. Device eval of the belt was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device MFR date: electrode belt sn (B)(4) - (B)(6) 2014 (reuse).